Manufacturer narrative:
Evaluation results/conclusion: related to operational context-event most likely procedural related. Deformation problem. (B)(4).

Event description:
Physician was using a fibernet embolic protection device to treat a lesion in the left proximal internal carotid artery. Lesion exhibited moderate tortuosity, little calcification and 85% stenosis (diameter 7mm, length 20mm). Previous endartectomy had been carried out. Device was inspected and prepped prior to use with no issues noted. No difficulty during delivery of the fibernet to the lesion however difficultly was encountered in removing the fibernet. Aspiration device was not able to track distal to the stent and proximal wire would not go into the actuator smoothly or completely and thus did not appear to fully close the fibernet. A second fibernet was opened to try the actuator in that box to see if the wire would go completely in, which it did not. A 6 french guide was used to track over the fibernet wire to the filter portion and the fibernet was able to be removed. No clinical sequelae reported. Evaluation summary: the fibernet device and actuator were returned for analysis traces of blood were detected on the filter cartridge. The tip of the fibernet was bent and a kink was detected on the shaft at about 28 cm from the filter. The shaft was bent also in the middle of its length. The nitinol on the proximal end was kinked. An attempt to open the filter was performed trying to insert the proximal end to the actuator; however it was not possible due to the kink on the proximal side of the shaft. An attempt was made to manually open the filter catching the nitinol wire and withdrawing it, however the bent portions on the shaft did not allow filter opening. To check the actuator a fibernet sample was used, inserting the proximal nitinol wire in the actuator that was returned. No abnormalities detected. No other malfunctions were detected on the device.